Manufacturer narrative:
One opened and used reservoir was inspected and two stopper plungers were found inside of the barrel.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the reservoir that she was unable to push the plunger. The blood glucose was increasing. Nothing further reported.